Event description:
It was reported that "item #(B)(4) does not thread into the implant."

Manufacturer narrative:
Method: visual inspection and functional inspection. Results: the tip of the instrument does not appear damaged. The returned instrument was functionally checked using an anchor c cage. The cage can be securely attached to the inserter and correctly released. Instrument remains functional. No pt involvement. Conclusion: the reported event is not confirmed.